Event description:
It was reported that during a moderately tortuous, mildly calcified, 90% stenosed circumflex coronary artery procedure, during post-dilatation of the 2.25 x 15 mm xience v stent, a distal edge dissection occurred. An unplanned xience v stent was used to cover the dissection and timi flow iii was achieved. There was no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.